Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 55-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that purge flows dropped to less than 1 ml per hour during impella cp support. Tissue plasminogen activator was added to the purge system, but the issue persisted. The pump subsequently began to show signs of failure and the decision was made to replace the device. There was no patient harm.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. Low purge flow reported on day 5 of support. The data logs confirm high purge pressure alarms. The data logs show a motor current spike after which the purge pressure started increasing gradually before high purge pressure alarms were triggered. There were also purge system blocked alarms. The high purge pressure did not resolve for the rest of the procedure. Only the purge cassette and a severed y-connector was returned. The purge cassette had no visual abnormalities and no flow issues. The root cause of the high purge pressure was most likely biomaterial. The instructions for use for the impella cp with smartassist for use during cardiogenic shock states the following: section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ added- d9 device return date g1-corrected MFR site name and address.